Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex fully covered esophageal stent was implanted to treat a benign stricture in the gastric sleeve during an esophagogastroduodenoscopy (egd) with stent placement procedure performed on an unknown date. According to the complainant, approximately 2 days post-procedure, the patient experienced vomiting. The physician noted a perforation at the proximal side of the stent. In the physician¿s assessment, the stent did not contribute to the perforation but the perforation was due to the patient¿s retching. The wallflex esophageal stent remains implanted. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.